Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device is pacing at 130 beats per minute in the atrium, although it is programmed to managed ventricular pacing. The device is still in use. No patient complications have been reported as a result of this event.